Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change with the right ventricular lead exhibiting noise resulting in over-sensing. Further evaluation revealed that noise caused pacing inhibition. The lead was capped and replaced during the procedure on (B)(6) 2021. The patient was stable throughout the procedure.